Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative had received a call from the pacemaker clinic. The clinic rn reported difficulties with interrogation of this device. The interrogation of the device does not completed and is associated with an error message (device can not be found message). Following rebooting of the tablet programmer, the interrogation of the device was successful. No intervention was required and the available information suggests that the device remains in service.